Event description:
Reportedly, the subject device reached the recommended replacement time (rrt) early.

Event description:
Reportedly, the subject device reached the recommended replacement time (rrt) early.